Event description:
User alleges one event during blood infusion after 65 units of blood and plasma, with normal flow, the temperature display showed 30-35 degrees celsius but the blood was not warm. The infusion set had been used for approx 3-4 hours. No injury to pt.

Manufacturer narrative:
Smiths medical sverige ab was notified about this event may 24, 2007, however, they did not inform smiths medical asd, inc. About this event until january 7, 2008. Evaluation: a review of our complaint database show that no other user facility has had a similar report on this catalog number. The facility stated that they attributed to user error as the nurse checked the equipment and everything worked as intended. The hosp said the incident must have been caused by someone who was not familiar with the system. Further investigation is not possible as the user facility did not record the lot number and did not return the unit for investigation.